Event description:
Allegedly broke during surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is complete. No serious injury occurred; therefore, no patient information is applicable. This is a reportable malfunction.